Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the dreamtome rx 44 broke during the sphincterotomy, causing superficial mucosal perforation. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: patient code e2114 captures the reportable event of perforation. Medical device problem code a0401 captures the reportable event of cutting wire broken. Block h2 (additional information): block b5, block d7a, and block h8 have been updated based on the additional information received on october 6, 2022.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the dreamtome rx 44 broke during the sphincterotomy, causing superficial mucosal perforation. Additional information received on october 6, 2022: the location of the superficial mucosal perforation was at the entrance of the papilla. There were no interventions performed to address the perforation as it was resolved on its own. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device.